Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache and cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third party service center for evaluation. During servicing of the device, discoloration was found inside the device. There was no visible foam particles found. The device has been scrapped. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : stick with device not returned to manufacturer.